Event description:
Event description cpi received information that a patient with an atrial bipolar lead (4271) was showing an impedance measurment of 72 ohms to 102 ohms. Also intermittent p-wave undersensing. The patient is being monitored at this time. No invasive at this time.